Event description:
The manufacturer's representative reported that a roller study was done and the roller did not turn at all. The patient is reported to be okay now. A follow up report will be sent when additional information is received.